Manufacturer narrative:
The component code display refers to the results code electrical problem. System field service analysis: the reported error code 173 was verified. The laser system was tested and power could not be obtained at any current setting. Additional analysis determined that the laser resonator will need to be replaced. The customer was provided a quote for repair, however no parts were used/replaced, as the customer has chosen not to repair the laser system at this time.

Event description:
It was reported that during a prostate procedure, an error message 173 was observed (indicating a resonator issue). The error could not be cleared and the procedure was not completed. There was no report of injury.